Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 door open alarm. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module 9.17.0.22. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer wanted to know why he was getting the open door alarm. Case resolution: I explain to the customer that there are some steps to take to make sure. I asked the customer to check the administration set is correctly installed. I also had the customer to make sure that the latch is closed and moves easily. I also had the customer to make sure that the sears where not bent. I also explain to the customer that his ail probably needed to be replaced. And the latch as well. The customer stated that he was going to replace both and if he stills gets the door open alarm that he would call back. I said ok and the call was ended.